Event description:
A power source alert 07 was reported by the caller. There was no reported impact to the customer¿s blood glucose level. The issue was resolved when the customer plugged the charging cable into a wall adapter for at least 30 consecutive minutes, and the pump began charging, requiring no further assistance.